Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site and replaced the original power enclosure with a new one and updated firmware. The motion would then not initialize due to a bad at install power enclosure. The original power enclosure was reinstalled and the motion functioned. The issue was resolved by installing the original closure. The bad at install power enclosure (lot# fydfb) was returned and analysis found no fault with the device. Enclosure power conversion passed bench test and was installed on system c1415. Motion and generator were ready. Charging and communication of o-arm and mvs computer were successful. 2d and 3d images were acquired. No problem found. (S/n# (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a field service engineer (fse) regarding an imaging device. It was reported that the device had recently received a new power enclosure and now the motion would not initialize. No manual work arounds were able to resolve the issue and there was no patient involvement.

Manufacturer narrative:
Evaluation summary attached box should have been checked on previous report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional testing of the bad at install power enclosure (lot# fydfb) found that the drive capabilities were not functional. 28vdc was measured across pin 1 and pin 5 of the j7 connector while in emergency mode when 96vdc was expected. Fdr 213 and fdc 4307 are no longer applicable to the power enclosure (lot# fydfb). Additional analysis findings determined that fdr 120 and fdc 4307 now apply to the power enclosure (lot# fydfb). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR: additional testing of the bad at install power enclosure (lot# fydfb) found that the drive capabilities were not functional. 28vdc was measured across pin 1 and pin 5 of the j7 connector while in emergency mode when 96vdc was expected. Fdr 213 and fdc 4307 are no longer applicabple to the power enclosure (lot# fydfb). Additional analysis findings determined that fdr 120 and fdc 4307 now apply to the power enclosure (lot# fydfb). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.